Manufacturer narrative:
The reported defective device has yet to be returned to the manufacturer for a device evaluation. An investigation into the root cause for product problem is currently in progress. The results of the investigation will be sent via a follow up medwatch. Reference (B)(4).

Event description:
The following message was received via the customer service "contact us" submission box: "my son had his angiodynamics portacath removed last week and the clinician said, "he'd got off lightly' because there was a part missing. Looking at photos of your products, I can see that the small connector between the port and the catheter tube is absent on the one that was fitted in my son. This is of grave concern because had the catheter dislodged, he could have a chest cavity full of chemo or a catheter tube lodged in his heart which could have been fatal. I am raising this with the hospital who fitted it but am trying to understand how such a serious error could happen and would appreciate some more information on your product and how clinicians are trained to insert them please. For defense the serial number is (B)(6). Thank you " despite multiple follow up attempts, no further details have been provided.

Manufacturer narrative:
Correction: after further review of the reported complaint, there was no patient harm, adverse event, or medical intervention required as a result of the device having a missing component. Therefore, angiodynamics has reassessed the regulatory reporting of this event based on reportability criteria and concluded that this event does not meet reporting requirements. Please disregard the initial report that was inadvertently sent and accept this as a final close out report of this event not meeting regulatory reporting. Reference (B)(4).

Manufacturer narrative:
As the reported device was not returned, angiodynamics is unable to perform a device evaluation. The customer's reported complaint description of port-catheter connection was missing the locking collar during the port explant procedure cannot be confirmed. It was reported that the catheter tubing did not detach from the port housing even though it was reported to not have the locking collar connected. The physician removing the port was not the physician who implanted the port device. The patient's parent filed complaint from the united kingdom and provided the port assembly lot number, however, no additional information was provided even though multiple good faith efforts were attempted. A DHR review of the packaging/assembly/component lots revealed no quality related issues or manufacturing deficiencies at the time of manufacture. Specifically, review of the job summary report for packaging job 5709970 showed that the appropriate number of locking connectors (item number 24680035) were issued. The catheter and locking connector are provided as separate components within the port packaging kit. The end user attaches the catheter tubing to the port (and secures junction with locking connector) during the implantation procedure. It is unlikely that if port was in situ for more than one year the catheter tubing would remain attached to the port housing without the aide of the locking connector. Potential root for the reported event is the physician performing the port explant procedure either removed the port device with locking collar and not realizing it was removed or did not remove the locking collar from the patient's port pocket. The directions for use for the port kit provides specific instructions on how to connect the catheter to the port device using the locking connector. A ship history report was reviewed for both packaging lots 5708012 and 5709970 to determine what countries and customers they were shipped to. Packaging lot 5709970 is the only one that was shipped to united kingdom market, therefore, item number h787ct80stbdrvi0 (ln 5709970) is the device in scope for this complaint. A review of the device history records was performed for the indicated lots for any deviations related to the reported failure mode of the complaint. The review confirms that the lots met all material, assembly and performance specifications; i.e. No ncr associated with reported failure mode. Labeling review: the directions for use (dfu) that is provided in the reported kit contains the following directions and precautions: connecting the catheter: place catheter lock back onto catheter, orienting the catheter lock such that arrow marking points in the direction of port. Trim the catheter to proper length at a 90° angle allowing sufficient slack to permit body movement, port connection and verify that the catheter is not kinked. Advance catheter over port stem to the midway point. Advance catheter lock until it engages with tactile and/or audible feedback. Note: to ensure proper assembly of port and catheter lock connector, a minimal gap (less than 0.5 mm) is expected. Note: if the catheter and locking collar are connected and then disconnected, the catheter proximal end must be re-cut to ensure a safe re-connection to the port. Precaution: prior to advancing the catheter lock connector, ensure that the catheter is properly positioned. A catheter not advanced to the proper region may not seat securely and lead to dislodgement and extravasation. The catheter must be straight with no sign of kinking. A slight pull on the catheter is sufficient to straighten it. Advancing the catheter lock over a kinked catheter may damage the catheter. Potential complications: air or catheter (or catheter fragments) embolism; catheter occlusion, malposition, dislodgment, fragmentation, migration, disconnection or rupture; drug extravasation. A review of the device history records was performed for the indicated lots for any deviations related to the reported failure mode of the complaint.  The review confirms that the lots met all material, assembly and performance specifications; i.e. No ncr associated with reported failure mode. Reference (B)(4).

Manufacturer narrative:
As the reported device was not returned, angiodynamics is unable to perform a device evaluation. The customer's reported complaint description of port-catheter connection was missing the locking collar during the port explant procedure cannot be confirmed. It was reported that the catheter tubing did not detach from the port housing even though it was reported to not have the locking collar connected. The physician removing the port was not the physician who implanted the port device. The patient's parent filed complaint from the united kingdom and provided the port assembly lot number, however, no additional information was provided even though multiple good faith efforts were attempted. A DHR review of the packaging/assembly/component lots revealed no quality related issues or manufacturing deficiencies at the time of manufacture. Specifically, review of the job summary report for packaging job 5709970 showed that the appropriate number of locking connectors (item number 24680035) were issued. The catheter and locking connector are provided as separate components within the port packaging kit. The end user attaches the catheter tubing to the port (and secures junction with locking connector) during the implantation procedure. It is unlikely that if port was in situ for more than one year the catheter tubing would remain attached to the port housing without the aide of the locking connector. Potential root for the reported event is the physician performing the port explant procedure either removed the port device with locking collar and not realizing it was removed or did not remove the locking collar from the patient's port pocket. The directions for use for the port kit provides specific instructions on how to connect the catheter to the port device using the locking connector. A ship history report was reviewed for both packaging lots 5708012 and 5709970 to determine what countries and customers they were shipped to. Packaging lot 5709970 is the only one that was shipped to united kingdom market, therefore, item number (B)(6) (ln 5709970) is the device in scope for this complaint. A review of the device history records was performed for the indicated lots for any deviations related to the reported failure mode of the complaint. The review confirms that the lots met all material, assembly and performance specifications; i.e. No ncr associated with reported failure mode. Labeling review: the directions for use (dfu) that is provided in the reported kit contains the following directions and precautions: connecting the catheter a. Place catheter lock back onto catheter, orienting the catheter lock such that arrow marking points in the direction of port. B. Trim the catheter to proper length at a 90° angle allowing sufficient slack to permit body movement, port connection and verify that the catheter is not kinked. C. Advance catheter over port stem to the midway point. D. Advance catheter lock until it engages with tactile and/or audible feedback. Note: to ensure proper assembly of port and catheter lock connector, a minimal gap (less than 0.5 mm) is expected. Note: if the catheter and locking collar are connected and then disconnected, the catheter proximal end must be re-cut to ensure a safe re-connection to the port precaution: prior to advancing the catheter lock connector, ensure that the catheter is properly positioned. A catheter not advanced to the proper region may not seat securely and lead to dislodgement and extravasation. The catheter must be straight with no sign of kinking. A slight pull on the catheter is sufficient to straighten it. Advancing the catheter lock over a kinked catheter may damage the catheter potential complications - air or catheter (or catheter fragments) embolism - catheter occlusion, malposition, dislodgment, fragmentation, migration, disconnection or rupture - drug extravasation a review of the device history records was performed for the indicated lots for any deviations related to the reported failure mode of the complaint.  The review confirms that the lots met all material, assembly and performance specifications; i.e. No ncr associated with reported failure mode. Reference: (B)(4).